Event description:
During a follow-up, intermittent impedance measurements were observed. Since noise was seen in previous months, the physician decided to cap the sense/pace portion of the lead. The defib remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.